Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer replaced the main pcb board to address the reported problem. Applicable final testing was completed to operating specifications and tests passed.